Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as a rash, breaking out under the breast area. There was no alleged device malfunction contributing to the irritation. The patient contacted their physician regarding the skin irritation, but there is no indication that the physician made any recommendations. The doctor is aware that the patient is not wearing the lifevest due to the irritation. Reporting out of an abundance of cause as it is unclear if doctor prescribed anything or suggested not wearing lifevest until irritation improved. The patient is treating the area with niacin powder. Follow up indicated that the skin irritation improved.